Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilatation with a 2.75x15mmm non-bsc balloon, a 2.75x20mm synergy ii drug eluting stent was advanced to treat the lesion. However, the device failed to reach the lesion and the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.75 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Distal to mid-stent struts were noted to be stretched and pulled over the distal tip. Proximal struts were overlapped. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of tip damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 85% stenosed target lesion was located in the severely tortuous and moderately calcified right coronary artery. Following pre-dilatation with a 2.75x15mmm non-bsc balloon, a 2.75x20mm synergy ii drug eluting stent was advanced to treat the lesion. However, the device failed to reach the lesion and the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.